Event description:
A report was received that the patient developed an infection around the implant site the last time he tried to charge the ipg. Symptoms include tenderness and black and blue discoloration at the site. The patient was given oral antibiotics.

Event description:
A report was received that the patient developed an infection around the implant site the last time he tried to charge the ipg. Symptoms include tenderness and black and blue discoloration at the site. The patient was given oral antibiotics.

Manufacturer narrative:
Explant date: (B)(6) 2013. Additional information was received that the patient's ipg was already explanted due to difficulty charging.

Event description:
A report was received that the patient developed an infection around the implant site the last time he tried to charge the ipg. Symptoms include tenderness and black and blue discoloration at the site. The patient was given oral antibiotics.

Manufacturer narrative:
Additional information was received that the patient's infection had cleared and confirmed that it was not device related.

Event description:
A report was received that the patient developed an infection around the implant site the last time he tried to charge the ipg. Symptoms include tenderness and black and blue discoloration at the site. The patient was given oral antibiotics.

Manufacturer narrative:
Additional information was received that the patient underwent explant procedure because he also did not have headache anymore. The explanted devices were not returned to bsn as they were discarded by the medical facility it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4), description: st linear lead, 70cm model #: sc-3138-55 serial #: (B)(4), description: phase iii lead extension, 55cm.